Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vicm5 13.7 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) and the lens tore/broke during injection/delivery into the eye. The lens was removed with no apparent injury. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken. Claim #(B)(4).